Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when disconnecting the right colon during a laparoscopic right hemicolectomy, the stapler was able to fire but there were oozing from the staple line due to poor staple formation. They had to do hand sewing to fix the staple line. They changed the device to complete the case.